Manufacturer narrative:
Add'l info: this is a (B)(6) female patient who was scheduled for cataract surgery in the left eye (os). Three patients were reported to have toxic anterior segment syndrome (tass) post-operatively. This is the third of three patients reported. The customer stated ¿they have concluded that due to the lack of training of the operating staff in the cleaning and sterilization, the handpieces and the (I/a) have not followed an adequate procedure in the cleaning, (not in sterilization).¿ this patient is has a previous medical history of parkinson¿s, depression, and congestive cardiac failure. This patient did not have cultures taken. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification (phaco) systems are closed systems. They are operated with a sterile single use consumable cassette, which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the system, I/a handpiece, or phaco handpiece contributed to the reported event. The phaco handpiece#1 was manufactured on june 19, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #2 was manufactured on may 4, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece #3 was manufactured on november 4, 2014. Based on qa assessment, the product met specifications at the time of release. No irrigation/aspiration (I/a) reusable handpiece was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was provided; therefore, a lot number history review could not be conducted. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented with corneal edema at one day post operative visit. Toxic anterior segment syndrome was diagnosed. The patient is being treated for persistent corneal edema. This is the third of three reports being filed from this facility. (B)(4).